Event description:
The customer observed a falsely elevated architect stat troponin-I result for a patient sample. The following data was provided (customer¿s reference range <0.026 ng/ml): sample ID (B)(6) initial result = 0.505 ng/ml, repeat = 0.006 ng/ml, same patient new sample - sample ID (B)(6) result = 0.008 ng/ml the patient presented to the emergency department with chest pain and headache that began two days prior to arrival. The patient was given aspirin and nitroglycerin. EKG results were normal. The patient was discharged home from the emergency department. There was no harm or negative impact to patient management.

Manufacturer narrative:
Additional information section h4 - device mfg date. Service inspected the instrument, performed troubleshooting, and determined the arc, probe to be the likely cause of the issue. The part was replaced, and the issue was resolved as no additional discrepant results have been reported since the service activity was completed. Return testing was not completed as returns were not available. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6) . There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect i1000sr did not identify any trends associated with the complaint issue. A review of tracking and trending for the arc, probe did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Device history record review did not show any potential non-conformances. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect i1000sr for serial (B)(6) , or the arc, probe, was identified.

Event description:
The customer observed a falsely elevated architect stat troponin-I result for a patient sample. The following data was provided (customer¿s reference range <0.026 ng/ml): sample ID 10081556872 initial result = 0.505 ng/ml, repeat = 0.006 ng/ml, same patient new sample - sample ID 10081557573 result = 0.008 ng/ml. The patient presented to the emergency department with chest pain and headache that began two days prior to arrival. The patient was given aspirin and nitroglycerin. EKG results were normal. The patient was discharged home from the emergency department. There was no harm or negative impact to patient management.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Completed information for section a1 patient identification: sids (B)(6), (B)(6). All available patient information was included. Additional patient details are not available.